Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Toothbrush cable got extremely hot and burned - oral-b toothbrush [device catching fire] case narrative: consumer email stated that oral-b toothbrush cable got extremely hot and burned while it was plugged in. No injury was reported.